Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection of the returned, the error description provided by the customer, "engine does not start. Displays error: e19 in the console." Could be confirmed. The cause of the handpiece failure is a defective motor. This is assessed as wear and tear. The defect should have been noticed during the inspection required by the IFU prior to use. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that motor does not start / error e19. No negative impact in state of health reported.